Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set leaked at site on (B)(6) 2024. The blood glucose level of the patient was high which was treated by correction bolus via pump. Moreover, the issue ocuurred with one infusion set used for two days. No further information available.